Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gastro videoscope tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Event description:
It was reported that the gastrovideoscope tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
Updated fields: d9, g3, h2, h4, h6. This report is being supplemented to provide additional information based on results of third-party testing, the device evaluation and the final investigation. The complaint investigation was unable to correlate any lapses in reprocessing regarding the validated procedure described in the IFU with without full cds information from the customer. Therefore, no obvious deviations from instructions for use (IFU) were identified. The user facility provided the following result(s) of the culture test, performed at the third-party labs: sampling dates: feb 10, 2025 / feb 20, 2025. Sampling from: all channels. Cfu: 9 cfu / 29 cfu . Bacterial identification: enterococcus faecium / flore. Olympus provided the following result(s) of the culture test, performed at the third-party labs: sampling dates: mar 14, 2025 and apr 3, 2025 sampling from: all channels . Cfu: <5 cfu . Bacterial identification: n/a . Based on the results of the investigation, a root cause could not be determined. The device was culture tested positive by the customer. The device was tested positive by olympus, therefore the user request was confirmed. Olympus will continue to monitor field performance for this device.